Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to clean the z guide rod and the threaded screw with alcohol then to lubricate both with tri-flo. All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from 21-august-2016 through (B)(6) 2017. There were two similar complaints for identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 troubleshooting as follows: error messages: 710 z1-axis error explanation: operation error in z1-axis countermeasure: inspect z1-axis. Execute smp.reset. Error level: 2 alarm level 1 print: 1. The most probable cause for the error 710 z1-axis error was a dirty z-guide rod.

Event description:
On (B)(6) 2017, a customer reported 710 z1-axis error while running controls on the g8 instrument. Technical support advised the customer to clean the guide rods with etoh. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.